Event description:
It was reported that prior to the implant procedure, the implantable cardioverter defibrillator (ICD)  was interrogated and the battery voltage was low. The device had been stored at room temperature for three weeks prior to the implant attempt. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.